Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken, and that the hanger assembly was missing. It was noted that the hanger o-ring and the hanger screw were missing. It was further noted that the upper case was broken, and the knob insert was pulled out. Additionally, three case screws were contaminated. All found defective parts were replaced, and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the black ring on the atrial output connector of the external pulse generator (epg) was damaged. It was further noted that the epg was missing a pole hanger. The epg was received into service. There was no patient involvement.